Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysteropexy, while being applied towards end of procedure and in to the sacrum tissue, the two tacks were not fired normally from the device. The tack fell into cavity but was retrieved without issue by using a grasper. This resulted to extended surgical time of more than 30 minutes. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices sealed representative samples. A visual inspection of the returned products noted they were sealed in their original packaging. The instruments were applied to the appropriate test media. The triggers were actuated and all tacks deployed and seated properly in the test media. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.